Manufacturer narrative:
1. DHR/bhr review lot#4016646 1-the products of this batch were assembled at intima ii auto line 2 in february 2024 and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received for further testing, the root cause of prn loosening cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc cap loose (B)(6) 2024 10:56 medical staff was puncturing a patient's closed IV indwelling needle when the heparin cap knob loosened, causing the heparin cap to fall off; the cap was sterilized and screwed onto the indwelling needle. No injury was caused.